Event description:
It was reported that during a nephrectomy procedure, one device did not fire at all. After reloading two other devices, they did not fire at all. Took a new instrument to complete the procedure. There were no adverse consequences to the patient. Three devices will be returned.

Manufacturer narrative:
Evaluation summary: three devices were received. The analysis results found that the atb45 device a was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the atb45 device b was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the atb45 device c was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.